Manufacturer narrative:
Analysis summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, interrogation of the implantable cardioverter defibrillator (ICD) revealed the gray bar for battery longevity estimation. An alternative ICD was implanted. There was no patient involvement.